Manufacturer narrative:
Concomitant products: product ID 977a260, serial # (B)(4), implanted: (B)(6) 2015, product type lead; product ID 97740, serial # (B)(4), product type programmer, patient; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2015, product type lead; product ID 97754, serial # (B)(4), product type recharger. (B)(4).

Event description:
The patient reported via manufacturer representative (rep) that there was occasional shocking or increased stimulation, and irritation over the battery after recharging. Further interventions or actions were planned for (B)(6) 2015, and the issue was not resolved at the time of report on (B)(6) 2015. Additional information from the rep was received on 2015-10-08 that stated that measured impedances on all contacts were within normal limits. There was a small horizontal fluid-filled blister over the patient's implantable neurostimulator (ins) incisional site. The patient reported charging for two hours every tuesday, and they noticed a blister after charging. It was suggested that the patient charge more frequently for shorter intervals, and to charge with a thin layer between the recharger and their skin to reduce the irritation when charging. The patient denied feeling burning when charging, and there was no redness or irritation noted around the blister. The rep re-oriented the patient's stimulation and reassigned the amplitudes for each position. The related medical history included non-malignant pain. A supplemental report will be submitted if additional information is received.